Event description:
I was told after my ablation in 2011, that I would not be able to get pregnant again. Continued to have my periods and cramping. Found out in (B)(6) 2016 that I was pregnant and since I had the ablation it was high risk. Was placed off work due to medical restrictions. In (B)(6) found out my son had no heartbeat. I was induced and had a vaginal delivery. He was stillborn. My placenta embedded into my uterus and I hemorrhaged. I ended up in operating room to get bleeding stopped. I continue to be off work with medical restrictions.